Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device. This event occurred during use, patient connected. The patient mentioned that they did not disconnect or reconnect to device during therapy. The technical service representative assisted the patient to end the therapy, and advised the patient about possible causes for the alarm. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.